Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in section b3 is per the customer report of "two weeks ago", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement freestyle libre sensor. The replacement device was issued as customer had reported an error code when scanning the sensor. Due to delivery delay, customer reported they experienced a loss of consciousness, and required treatment of sugar by his wife. There was no report of death or permanent injury associated with this event.